Event description:
The facility's representative reported an infusion pump with an 808:02 failure code. The representative stated they have no record of any patient incident involving the pump since the last baxter service event. Baxter's customer service requested if this failure occurred during patient use or biomed testing, but it was unknown.